Manufacturer narrative:
Based on the info provided, it is unk whether the device may have caused contributed to the reported event. We have contacted the reporter to request add'l info it was reported that in 2006, the pt was implanted with a 3d max mesh secured with a salute implant cartridge. There was no further info provided and the mesh remains implanted. Recurrence is a known possible adverse reaction listed in the IFU. A review of the mfg records for the reported product code and lot number revealed that there were no discrepancies during MFR and there was no evidence of any mfg related issue which would cause or contribute to the reported event. This MDR includes all pt, event, and device info davol has received to date. If add'l info is obtained, a f/u MDR will be submitted. See MDR 1213643-2013-00588 for info related to the salute cartridge.

Event description:
Info as reported to davol. In (B)(6) 2006, the pt was implanted with a bard 3dmax, mesh secured with a salute implant cartridge and has experienced problems ever since. The pt followed up with a gp a year later who advised pt the mesh repair was not flat and should be flat. He has experienced gastrointestinal problems ever since, that continue to get more and more serious and the hernia is back. Attempts were made to gather more info from the contact. To date there has been no response. The contact relationship to the pt is not known at this time.